Event description:
It was reported through stryker facebook page: I had a total knee replacement in 2014 by dr. Had nothing but trouble with it. Was forced to take early retirement in 2017. He cost me my job and happiness for my future no way will I recommend him. Doing 12 surgeries a day nope to many after 4 or 5 you get a lick and a promise and lots of every day pain and trouble.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.